Event description:
It was reported that pump battery appeared to drain faster than usual. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.